Event description:
Approx three months following the original surgery, the pt fell in the shower and fractured two vertebral bodies. Prior to performing a revision surgery, the surgeon discovered that the cervical plate and screws from the original surgery were still intact. The surgeon then elected to implant hardware from a different manufacturer that was more appropriate to pt's new condition, following trauma of the fall.